Manufacturer narrative:
Evaluation results/conclusions: visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined.

Event description:
The reporter stated a cc4204bf collamer single piece lens was found to be defective. There was no pt contact. The reporter stated it was unk what the defect was.